Manufacturer narrative:
(B)(4):the complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 75% stenosed de novo lesion was located in the moderately tortuous and calcified left circumflex (lcx) artery. The physician advanced the 12mm x 2.5mm maverick 2 monorail balloon catheter to pre-dilate the lesion. The maverick balloon was inflated once to 6 atms and ruptured. Another of the same device was used to successfully complete the procedure. No patient complications were reported and the patient's status is ok.